Event description:
The following was reported to gore on (B)(6) 2025 from the imedidata study database: on (B)(6) 2025, a patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm. The patient was treated with a gore®tag®thoracic branch endoprosthesis, with the aortic component in the aortic arch (zone 2), and the side branch in the left subclavian artery. Due to a partial coverage of the left common carotid artery (lcca) by the gore®tag®thoracic branch endoprosthesis - aortic component, an additional balloon-expandable stent graft was implanted in the lcca during the index procedure. The patient is doing well and discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® thoracic branch endoprosthesis - side branch component. The primary investigator of the study has been contacted in order to receive more information on the event and device details. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Update b5, d4, g3, h4. Updated h6: added type of investigation code b14. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Neither clinical images enabling direct assessment of product performance nor the product itself (which remains implanted) were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore on september 18, 2025 from the imedidata study database: on (B)(6) 2025, a patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm. The patient was treated with a gore® tag® thoracic branch endoprosthesis, with the aortic component in the aortic arch (zone 2), and the side branch in the left subclavian artery. The deployment was successful but lead to a partial covering of the left common carotid artery (lcca) by the gore® tag® thoracic branch endoprosthesis - aortic component. An additional balloon-expandable stent graft was implanted in the lcca during the index procedure. The patient is doing well and discharged from the hospital on (B)(6) 2025.